Event description:
Journal article received: a prospective clinical study of proximal humerus fractures treated with a locking proximal humerus plate: orthop trauma. Vol. 25, number 1, january 2011. Study was over 25 month period with 64 consecutive pts treated with lphp for an unstable or displaced proximal humerus fracture. It was reported a (B)(6) involved in (B)(4), date unk, was implanted with a proximal humerus plate also on an unk date. Pt experienced a high energy injury on an unk date and the plate broke during the rehabilitation period. Pt was revised to another longer proximal humerus plate and bone graft. It was noted good anatomical position was achieved.

Manufacturer narrative:
(B)(4): the investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number the device history records review could not be requested.